Event description:
Loss of capture and oversensing can be seen on home monitoring. One beat of potential undersensing can also be seen. Ra threshold has trended low consistently over the last year, at times with a threshold <0.5v. Mean ra sensing has trended down in the last year, with the min ra sensing trending low consistently over the last year. Patient will be brought in for a lead evaluation and threshold testing. Lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.